Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4). Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic splenectomy procedure on (B)(6) 2010. During the procedure, the spleen had been moved into an endo bag. The morcellator was used inside the endo bag. The reporter, who is an attorney, suspects that the surgeon could not visualize what he was doing and hit the aorta. The pt died approximately two weeks later as a result of the surgery.